Event description:
During an endoscopic sphincterotomy (est), a cook double lumen wire guided billroth ii sphincterotome was used. Before application of current, the physician attempted to turn the cutting wire downward at the target site, but it would not. The physician converted the procedure to a endoscopic papillary balloon dilation (epbd). This indicates the sphincterotome was removed and instead of performing a sphincterotomy, the physician chose to dilate the papilla with a balloon. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: during a visual examination of the returned product, a discrepancy or anomaly was not observed. The handle was manipulated and the tip of the catheter appeared to bow correctly. The cutting wire was intact and fully attached to the catheter tip. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions, such as patient anatomy, endoscope position, or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if the handle is manipulated with the catheter in a coiled position. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled, as this may result in damage to sphincterotome and render it inoperable." Prior to distribution, all billroth ii sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.